Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to the manufacturer and investigated by product analysis on 13 oct 2017 with the following findings: review of the pump alarm history revealed multiple call service 012/052/054 alarms recorded. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Investigation duplicated the complaint. The pump was opened for investigation and revealed that there was no damage to the display; however, investigation did determine the blank display was the result of failed slave processor.